Manufacturer narrative:
Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v022884, implanted: (B)(6) 2007, product type: lead. Product ID: 3889-28, lot# v039330, implanted: (B)(6) 2007, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation that was described as "painful", following electromagnetic interference exposure, in the form of cardiac rf ablation. The overstimulation sensation was present at the area of paresthesia. Additional information was requested but was not available at the time of this report.